Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that one day after the implant of this transcatheter bioprosthetic valve, an left ventricular outflow tract (lvot) obstruction was reported and was treated with medications. No adverse patient effects were reported. Additional information received indicated that the day following the valve implant with the left ventricular outflow tract (lvot) the peak gradient measured 10 millimeters of mercury (mm hg). The valsalva induced peak gradient measured 56 mmhg. The lvot diameter measured 20 millimeters (mm). A beta blocker was resumed. The lvot was reported related to the valve and implant procedure. Approximately 10 days following the valve implant edema of the right leg was noted. An ultrasound was performed and identified a right groin seroma. An oral diuretic was required. Additionally, an incision and drainage I &d of the right groin seroma was performed approximately 2 months following the implant procedure. The physician indicated the seroma was probably related to the implant procedure but unrelated to the delivery catheter system (dcs). The seroma was resolved without sequelae approximately 6 months following the onset.

Manufacturer narrative:
Updated data: b5 d4 - UDI medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the access site for the dcs was the right femoral artery. The minimal lumen diameter (mld) was 6 mm and the diameter perpendicular to mld was 7mm. The final implant depth on the non-coronary cusp (ncc) was 2mm and 4 mm on the left coronary cusp (lcc).